Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit system failure alarm and after evaluation a getinge field service engineer (fse) stated that inflate iab simulates a standard iab inflation- passed. Deflate iab simulates a standard iab deflation. Trainer connected toggling allows the user to perform all five simulations as though a trainer is connected to the iabp. Any autofill simulation run with the trainer connected key toggled on was filling the iab knowing that the iab is sting at atmosphere ran all manifold tests again. Ran balloon test- autofill was working ok. Fse had visited site with another test balloon and safety disk. The auto-fill issue seems resolved, but all drive manifold test failed. Fse took the error log and sent it to the factory and replaced the drive manifold and the cable between pneu and backplane. Assembled and tested all function passed. Performed all test and calibration and cleared for clinical service.